Event description:
It was reported, during operative procedure, there was a loss of right sided moter-evocked potentials (meps). Patient was monitored at 5 minute intervals throughout procedure. Meps returned to normal. Rods were placed with slightly less contouring than desired. Procedure was prolonged due to mep issue.

Manufacturer narrative:
This is 1 of 6 mdrs involved in the same event. Please see MDR numbers: draft, 0002242816-2012-00079 through 00084. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - unknown. Explant date - still implanted. Device manufacture date - unknown.